Event description:
The complainant alleged that while monitoring pt, age unknown, the pt went into ventricular tachycardia requiring defibrillation. The device was charged to 200 joules, upon attempting to lift the paddles from the holder the entire device shut down. All connections were checked and found to be correct. They turned the device off and on again and the display came back. They then plugged the device into an outlet and charged the defibrillator to 200 joules and effectively delivered the shock. The patient's rhythm stabilized for a few seconds and then reverted to ventricular fibrillation. The device was charged to 300 joules and again upon removal of the paddles the device shut down. Again the device was turned off and then on, charged to 300 joules and it shut down again. This action was repeated a third time and the device successfully delivered the 300 joule shock. A second defibrillator was obtained but was not required as the pt was successfully resuscitated with the first device and there was no adverse effect to the pt.